Manufacturer narrative:
The fenestrated bipolar forceps instrument has been returned and evaluated by the failure analysis team. The instrument was found to have a broken grip cable at the yaw pulley. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. Additional observations not reported by site: the conductor wire was found with the insulation retracted. The wire appears to have been partially pulled out, exposing the wire. Components adjacent to this wire do not show damage. The instrument passed the electrical continuity test. No signs of thermal damage were observed.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument was broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter stated that no arcing was reported so it could be assumed that no arcing occurred.